Event description:
Hcp reported the pt developed an infection of the device pocket in 2001 with symptoms of incisional wound opening and drainage. A culture of the device pocket was done. The results were not reported by the hcp. The pt was treated with both IV and oral antibiotics and the device system was removed. The infection resolved and there was no drug withdrawal.